Event description:
It was reported via the customer that during surgery, the bur broke in the attachment. The complainant is not aware of any delays or adverse consequences as a result of this event.

Event description:
It was reported via the customer that during surgery, the bur broke in the attachment. The complainant is not aware of any delays or adverse consequences as a result of this event.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The quality investigation is complete.